Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation (discarded). Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that another complaint was received from this production order. However, the complaint issues were not related. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens sheered off upon insertion into the patient's right eye. The iol was centered and hence doctor left it in the eye. During one day post-op examination, it was examined that the iol had decentered. The iol was explanted and a new lens of different model (sn: (B)(4)) was implanted. There was no injury to the patient during the process, however, incision was enlarged with suture placement to close the wound. The patient is doing well post-op with uncorrected vision 20/25. No further information is available.